Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. Insulin pump primed and rewind properly. Insulin pump received with cracked reservoir tube lip, scratched lcd window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the device was unable to exit the rewind loop. Customer's blood glucose was 457mg/dl, customer treated with bolus, blood glucose went down to 420 mg/dl. Customer gave himself more bolus and blood glucose went down to 303 mg/dl. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.